Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that her initial ins was implanted to treat pain on her right side, but the ins moved causing her pain in her back. The hcp moved the ins in (B)(6) 2009. Additional information has been requested, but was not available as of the date of this report. For subsequent pain issues see MFR. Rep. # 3004209178-2013-03396.

Manufacturer narrative:
Product ID, 748940 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 389033 lot# j0511425v, implanted: 2005 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports that the stimulator was also moved for inflammation around the implant. After the stimulator was moved, it was noted that "it never got better" it was noted that the patient could not return to healthcare provider and the stimulator kept running and the patient was not able to shut off stimulator.